Event description:
It was reported that a home patient reused a single use disposable cassette while performing peritoneal dialysis therapy. A power outage occurred during a fill phase and the homechoice machine then went back to initial drain. During troubleshooting, it was found that the patient had continued into a new therapy using the same supplies. The technical service representative advised the patient to perform manual exchange or to start over the therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a single use disposable cassette was reused. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.